Event description:
It was reported that during an mis lumbar laminectomy, the bur broke and fell into the surgical site. The bur was removed and the procedure was successfully completed with a back up device with no reported delay. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.